Manufacturer narrative:
Photo returned for investigation. As no actual sample, further investigation cannot be performed. Visual inspection and functional test were performed per control plan during production. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
The safety device was defective/functioned not working, so it fell off. This resulted in a stabbing injury.

Event description:
The safety device was defective/functioned not working, so it fell off. This resulted in a stabbing injury.

Manufacturer narrative:
Correction supplemental for annex f code.

Manufacturer narrative:
Correction supplemental for annex a code. As no actual sample, further investigation cannot be performed. Visual inspection and functional test were performed per control plan during production. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
The safety device was defective/functioned not working, so it fell off. This resulted in a stabbing injury.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd vps 22ga 0.9mm od 25mm l instaflash safety mechanism failure the safety device was defective/functioned not working, so it fell off. This resulted in a stabbing injury.